Event description:
It was reported by service report that the bed has a brake bad pood range error. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Cable harness, brake potentiometer.